Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional undersensing was noted on the stored treated ventricular fibrillation (vf) zone events for the right ventricular (rv) lead. There is currently low amplitude r-wave that appears to have decreased approximately to weeks ago. The rv lead remains in use. No patient complications have been reported as a result of this event.